Event description:
It was reported that whilst the needle was being used on a patient, the handle broke off which resulted in the cannula being left inside the patient. The clinicians used a pair of forceps from the 'accident and emergency' cardiac trolley to grasp the cannula and remove it from the patient. A 2nd needle was used to complete the procedure.  This is a very experienced user. No patient injury reported.

Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Visual inspection of the photograph provided by the customer did not identify any issues nor identified any malfunction that may lead to the reported condition. Any potential contributor could not be evaluated further due to a lack of investigation evidence. A review of complaint data did not identify any trend with this or similar failures. A thorough review of applicable manufacturing procedures identified a specific manufacturing step for assembling the molded stylet to the tj handle. However, since a complaint sample was not provided for evaluation, the investigation was not able to determine if any of the manufacturing steps contributed to the reported condition. A review of the manufacturing device history record (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified for this incident. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness and minimize any impact from the manufacturing processes.